Event description:
During a hepatectomy procedure, the device was fired completely in an artery. Some of the staples did not close completely which caused some staple line leakage. Suturing was required to secure the staple line leak. There was no patient consequence.